Manufacturer narrative:
Additional information received on 05jan2016 stated the exact date of the incident could not be determined but the problem occurred during the procedure, just prior to inserting the camino icp catheter, when ready to monitor the patient, at the zero adjustment point. The faulty cable was exchanged for another one, which worked as expected, and there were no additional consequences for the patient. The patient was comatose at the time of the incident and age or gender was not available. Integra has completed their internal investigation on 21jan2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the reported failure was not confirmed; cable passed functional testing to it 0343 within specifications, no visual defects were observed, no fault was found. DHR review was completed for pac-1 cable serial number (B)(4), to identify any recorded anomalies that could be associated to the complaint incident. The DHR review has been deemed satisfactory. Date of manufacture: aug-2014. No non-conformance reports were raised during the manufacturing process for this cable. No trend has been identified. Conclusion: the reported failure ¿cable stopped working; sensors could not be detected¿ was not verified and could not be duplicated. Customer complaint was not confirmed. The root cause not determined; could not duplicate, cable was verified as working to specifications.

Event description:
The cable stopped working after its first month of usage and the sensors could not be detected. The faulty cable was exchanged for another one which worked as expected with no additional problems. There were no reports of patient harm, patient injury, revision, medical intervention or delay in surgery due to the product problem. Additional information has been requested.